Event description:
The company was informed that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record noted no rework. This is the final report.

Manufacturer narrative:
The recipient reportedly experienced loss of lock prior to explant. External equipment was exchanged, however, the issue did not resolve. The explanted device is reportedly lost and will not return to advanced bionics for analysis.